Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following was published in bmc pulmonary medicine, (2024) 24:549. "Case report of the successful treatment of a rare complication of pulmonary vein stenting: atrial rupture and stent detachment"; yu wei . This article reports a case of an elderly patient who experienced severe complications during pulmonary vein stenting. It was reported that during the procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. The perforation was caused by excessive force applied while advancing the sheath.